Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right atrial (ra) lead had false detections of high rate non-sustained episodes due to electromagnetic interference detected by the device. No intervention was completed. Both device and lead are still in use. No patient complications have been reported as a result of this event.